Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unlisted blood glucose at the time of the incident. Customer has been having highs and lows. The low was caused by the customer over compensating insulin delivery for the highs. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was working with their health care professional to stabilize their blood glucose levels. Customer also complained about battery longevity. The insulin pump will not be returned for analysis.